Event description:
It was reported that the unspecified bd pen needle was missing label information. The following information was provided by the initial reporter: consumer called to inquire about expiration date on pen needles that she purchased at an estate sale. Consumer stated that there was no date on the box. Consumer stated that the needles are nano pen needles but did not provide product #.

Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot #: the customer reported lot #8547145, but this was not found to be associated with the reported material number. H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.